Event description:
A ventilator was returned to the manufacturer for service due to service required code. There was no harm or injury reported. During the evaluation of the device by a third party field service engineer, a "service required" code was found in the ventilator's downloaded error log. The device's detachable battery was replaced to address the issue.